Event description:
It was reported that the customer's insulin pump was shutting down with no prior alert indication on the screen. Customer's blood glucose level was 174 mg/dl. Customer stated that the pump turns on with an unexpected restart and all the settings (basal/bolus) of the pump are lost. Customer was asked to try and replace the battery to a new one. Customer stated that the battery cap is okay. Pump did not respond after replacing to a new energizer battery. Customer received a replacement pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display or memory anomaly noted. The insulin pump passed the no delivery error test. No unexpected shutting down or restarting during testing and no damage found on the connector liquid crystal display isolation tape noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.